Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed during the procedure. Hemostasis was completed manually. There was no reported patient injury. The procedure was performed as usual with the device. A retrograde approach was performed for the endovascular therapy (evt) procedure. Angiography confirmed the femoral artery was suitable, including appropriate insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no stent near the puncture site. There was no difficulty connecting the vascular sheath introducer with the device. A 5f non-cordis sheath was used. The deployment button and removal steps were not available. It was reported that the indicator wire was not visible when the device was removed. The device was discarded at site.